Event description:
It was reported that a zero tip basket was used during a ureterolithotomy procedure. During the procedure closure, it was found that the whole basket fell off but it did not fall into the patient's body. The procedure was completed with another device of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Block h6: imdrf device code a0501 captures the reportable event of basket detachment.